Event description:
A healthcare worker complained of shortness of breath and coughing while working in a room where cidex opa solution is used. The customer was unable to confirm if the room is adequately ventilated. The worker reported that she has taken an allergy test and the physician had no medical treatment to recommend.